Manufacturer narrative:
Section h10: (h3) the cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately 6 months post op the initial left tka, this 73 y/o female patient was revised due the recall. Surgeon did not provide any more details on reason for the revision to the representative. No breakage of device or surgical delay prolongation. Patient was last known to be in stable condition following the event. No other patient information medical history provided. Unable to obtain x-rays/photos. Product not returning hospital would not allow.

Manufacturer narrative:
Pending evaluation concomitant device(s): 5266006 02-010-03-0220 - logic cr femoral cem, left sz 2, 5269825 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, 5170399 200-02-29 - three peg patella 29mm.